Event description:
It was reported to boston scientific corporation that a cystoscopy was performed at the end of the procedure on (B)(6) 2011. The cystoscopy revealed that there was no erosion or penetration of the bladder or vagina, and no foreign bodies were present.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient's first appointment with the physician was in (B)(6) 2011. The patient underwent a pinnacle mesh repair of cystocele and rectocele procedure completed on (B)(6) 2011. One day post-procedure, the patient reported pain and some nausea. On (B)(6) 2011, the patient began to have sharp pains in certain positions. On (B)(6) 2011, the patient reported a continued inability to void and would continue to administer intermittent self-catheterization long-term. On (B)(6) 2011, the patient reported the ability to void some on her own. During a follow up appointment in (B)(6) 2012, the physician found the patient had healed well and no evidence of erosion was present. The physician noted an atonic neurogenic bladder of unknown origin requiring long-term intermittent self-catheterization. The patient's most recent medical appointment was on (B)(6) 2012. The patient reported an infection and dysuria. The physician reported that the patient had been applying non-sterile estrogen cream to the catheter, despite contrary advice. All other information is unknown and unavailable.